Event description:
It was reported that pump vibration was not as noticeable as customer was used to. Customer's blood glucose was 280 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.